Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10, g2. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: g1 and h6 (impact code).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Event description:
In addition to what was previously alleged, the patient alleges wear, metal debris, pseudotumor, soft tissue reaction: altr, armd, metallosis, and alval.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter received. Claim letter alleges impairment of sight and hearing, cardiomyopathy, hypothyroidism, polyneuropathy, skin rash, extreme weight loss, back pain and edema. About 300 ml of metal reminiscent content was extracted from the edema and analysis shows presence of a toxic level of cobalt and chrome in the patient's body. One third of the femoral head was worn out. Patient had a duraloc cup with a polyethylene insert, a competitor head and a corail cementless stem. Doi: (B)(6) 2010; dor: (B)(6) 2014; (right hip). Previous revision on (B)(4).